Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complained screw shows that this is a self-drilling screw as it should be. The self-drilling nuts are manufactured as specified. We cannot identify any discrepancies. No product fault could be detected. The investigation determined this complaint to be invalid.

Event description:
During a craniotomy, the matrix neuro screw was used for the operation. In order to restore the free bone to the previous position and close the cranium, the doctor opened the bag containing three sheets of the plate, one sheet of the mesh and three packs of four screws (one of three packs was something wrong) and started to perform fixation. When he attempted to insert the screw to the cranium, he found that one screw, which looked like self-tap shape, was mixed and he was not able to use it for the craniotomy. It was impossible to identify the lot number in question because he had previously opened the bags this is 1 of 1 report for this complaint (B)(4).